Manufacturer narrative:
The pump alarmed unexpected restart alarm after battery change causing to reset date and or time, along with the pump setting due to faulty c13 on interface board. All operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted. The pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump alarmed for low battery and when battery was replaced, the number 6 prompted and the time and date were reset. The customer's blood glucose level at the time of incident was 120mg/dl. The customer states receiving unexpected restart alarm as well. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.